Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a forced sensor system error. The customer's blood glucose level was 180 mg/dl. The customer reported that insulin was squirting out during the manual prime process. Customer stated insulin continued to drip after motor stopped during the manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer stated they were stuck in rewind complete. Customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received compromised forced sensor system alarm during the basic occlusion test due to loose/ flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify low reservoir due to compromised forced sensor system alarm.